Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a pacemaker implant procedure, which was completed successfully. After the implant procedure, the patient was suspected to have experienced an atrial tachycardia event which lead to an episode of high ventricular pacing, resulting in a non-sustained arrhythmia event. The pacemaker was also sensing varying r-wave amplitudes. A chest x-ray did not reveal any positioning anomalies. The device was reprogrammed to address these issues. The patient was stable and would continue to be monitored.